Event description:
Homecare services representative sent notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2011. Customer's wife reported six cassettes that she received last month had holes in them.the caregiver(cg) was contacted on (B)(6) 2011. The cg stated that the cassettes have already been discarded.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Batch review results are acceptable, no further evaluation required. A follow-up will be submitted should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a damaged disposable set, where care giver reported six cassettes that they received the previous month had holes in them. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The complaint cannot be confirmed and the assignable cause was not determined.